Event description:
The manufacturer was notified of a mitroflow valve that after implant was reported to have one leaflet that did not stay in a coapted position. The device was removed and another mitroflow model dla19 was implanted.

Manufacturer narrative:
Device currently in transit back to the investigation site. Device history record review in progress; however, examination of the function test video record indicated that the device was functioning properly at the time of manufacture. Upon receipt, hydrodynamic testing will be performed on the valve. Evaluation, method: the review of the function test video indicated the device was functioning properly at the time of manufacture. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time as device has not been examined or tested. Note: the mitroflow model dla is not currently approved for use in the USA, but the model dla is essentially a model lxa valve with a phospholipid reduction treatment - functionally, the devices are identical.